Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were not detected on the bus the field service engineer (fse) tested both drawer controllers using a multimeter and found to be functioning correctly. The module control board was then replaced to restore functionality. After completing the replacement, the drawers were tested successfully in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.